Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump display kept flashing black and white with an audio alarm. There was no text to accompany the audio alarm. Neither of the anomalies could be stopped. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received with operating currents within spec. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for three days and no blank display, white display, flashing display or unexpected alarms noted. The insulin pump received with minor scratches on lcd window.